Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019, regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's refill on (B)(6) 2019, was unremarkable until the hcp got to filling the reservoir. The hcp then met resistance filling the final 5 ml of drug. It was noted that the patient was discharged. No patient symptoms were reported and no further complications were reported or anticipated. (B)(6) 2019, e1 (hcp, rep): additional information was received from an hcp via a manufacturer representative on (B)(6) 2019. It was reported that only 34 ml were injected, and the issue was considered resolved before the patient was discharged. The hcp believed air got into the pump which caused the difficulty injecting. The pump was not explanted as a result of this event.